Manufacturer narrative:
Correction information was provided in h.6. And h.11. On initial MDR the evaluation method code of b14 was an error. It should have been b22 on the original MDR. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via retrospective clinical trail study that a patient underwent surgical intervention for the left eye. The incident has been resolved at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).